Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller woke at approximately 6:30 a.m. Feeling unwell and found that blood glucose level was elevated to 20 mmol/l and she had ketones of 1.4. She found that, while the adhesive plaster of headset was still securely attached to her skin, the cannula had come out of her tissue and was resting against her skin beneath the adhesive plaster. Transfer set was still securely connected to the connector plate. As a result patient was not receiving insulin. No adverse event alleged. A request was made for the return of the device.